Event description:
It was reported that the patient had a major infection that was treated through surgery, surgical driveline debridement, changes to medications, and antibiotics. The source of the infection was driveline infection, bacteremic, and sternal wound infection. Drainage at driveline site was noted and patient presented to outside hospital with a septic picture. All cultures showed driveline, blood, and sternal wound. Patient was hospitalized and had a wound vacuum-assisted closure (vac) placed. Patient was put on intravenous (IV) antibiotics until (B)(6) 2022. Patient's last driveline and blood culture & sensitivity (cs) were negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: date of admission as corrected from (B)(6) 2011 to (B)(6) 2022. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
However, on (B)(6) 2022 admission, it was discovered that the patient tested positive for methicillin-resistant staphylococcus aureus (mrsa) and therefore antibiotics were switched rom ancef to nafcillin and then to vancomycin and ceftaroline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists infection and neurological dysfunction as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transferred from an outlying facility due to the infection and implant. The patient had some mental status changes over a couple of days after arrival. A computerized tomography was completed and it showed bilateral infarcts due to septic embolism. The patient had to stay in rehab facility for two weeks before being discharged home.

Manufacturer narrative:
Section a: date of birth should have been redacted for clinical study. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists infection and neurological dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided.

Event description:
It was later reported that this patient spent a month in the hospital with antibiotic treatments and surgical treatments to help get rid of the infection. The patient was then discharged to a rehab facility after admission to work on regaining strength. The patient stayed in rehab facility for two weeks and then was discharged home. The patient has been on ancef for infection. However, on (B)(6) 2011 admission, it was discovered that the patient tested positive for methicillin-resistant staphylococcus aureus (mrsa) and therefore antibiotics were switched rom ancef to nafcillin and then to vancomycin and ceftaroline. These antibiotics were administered through a peripherally inserted central catheter (PICC) until (B)(6) 2022 and then the patient will be switched to oral antibiotics.